Manufacturer narrative:
Medwatch submitted on 1/7/2016. (B)(4). Device history review summary: "review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All saline breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and there was not any scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR did not identify any deviations, errors, omissions or non-conformances that may be associated with the reported device event. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. Material test record for supplier lot number 1019807, ((B)(4)), part number 6421-01, diaphragm valve. (B)(4). According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications." Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Changes in nipple and breast sensation ¿ feeling in the nipple and breast can increase or decrease after implant surgery, is typically lost after complete mastectomy where the nipple itself is removed, and can be severely lessened by partial mastectomy. Radiation therapy also can significantly reduce sensation in the remaining portions of the breast or chest wall. The placement of breast implants for reconstruction may further lessen the sensation in the remaining skin or breast tissue. The range of changes varies from intense sensitivity to no feeling in the nipple or breast following surgery. While some of these changes can be temporary, they can also be permanent, and may affect the patient¿s sexual response or ability to nurse.

Event description:
Patient called to report a left side "leak at the valve and mold caked on the inside of the implant." The patient also reported feeling "severely ill" and being "bed ridden." Further investigation reveals two news articles which mention this patient. The first article is "local woman warns of the dangers of breast implants," wear abc 3 news, published (B)(6) 2015. The second article is "woman whose breast implant went moldy while still inside her says the toxic silicone nearly killed her and her breastfeeding baby - after doctors repeatedly failed to diagnose the infection," dailymail.com, published (B)(6) 2015. In the articles, it is alleged that the patient experienced "neurological symptoms... The burning, numbing, stabbing, shooting, electrical shocking pains" prior to implant removal. The second article additionally alleges that the physician attributed the case to "defective valves" and the patient's &#62688;&#61839;four-year-old saline implants began growing mold." The mold is alleged to be "growing inside the valves of one of her implants." See MFR report # 9617229-2016-00002 for the right side.